Event description:
It was reported that the preloaded intraocular lens(iol) had a noticeable scratch on the lens and the les was removed from the patient's eye and replaced with the second backup lens in the same procedure. There were no issues with second lens. The issue was identified during lens implantation. There was no harm to patient. Daily activities were not affected. No further attention was needed. There was no delay in procedure and no sutures were required. The directions were followed. From additional information it was learnt that there was a scratch on the optic and surgeon believed that it was product quality issue. No other information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.